Event description:
Consumer called to report erratic reading on their cobranded logic meter. Analysis run on clark error grid using mean average, reading (247) as ref. Point vs. Bd reading (147, 347) yielded data points in the d range of the grid, outside acceptable limits.